Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 49 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of shortness of breath (resolved after she went to ER and was given pain meds. CT -angio performed at osh ed, negative for pe.), right lower quadrant pain (pain began yesterday and is a dull cramping sensation localized in her ruq slightly alleviated by massaging or holding the area, and exacerbated by physical activity, pain is likely musculoskeletal and gas related. No concern for intraabdominal infection or bleeding or uti. Patient encouraged to take scheduled naproxen and tylenol, and norco only as necessary for breakthrough - patient can use heating pad and abdominal binder as necessary.), bloating and abdominal pain on (B)(6) 2022, dysuria (was started on bactrim.) On (B)(6) 2022, colposcopy and cystoscopy on (B)(6) 2022, esophagogastroduodenoscopy on (B)(6) 2022, colonoscopy in 2020, vaginal delivery in 2013, foot operation in 1998 and anemia, varicose veins ligation and lasik eye surgery. Denies any nausea or vomiting. Denies any vaginal discharge or bleeding, denies dysuria, denies fevers or chills. Allergies: adhesive rash ¿ stretchy bandage. Concomitant products included voltaren arthritis pain (diclofenac sodium), hydroxyzine for anxiety, famotidine, omeprazole, promethazine for nausea and vomiting, naproxen, hydrocodone/acetaminophen (hydrocodone bitartrate;paracetamol) for pelvic pain, docusate calcium and simethicone (simeticone). In 2013, the patient had essure inserted. On (B)(6) 2022,, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: echogenic tubular device extends from the right cornu into the endometrial cavity. Findings are concerning for essure device migration. Hyperechoic avascular material within the endocervical canal may represent proteinaceous material or blood products. Prominent periuterine vessels may be seen in pelvic congestion syndrome in the appropriate clinical setting. Physical exam not concerning for dvt. She reports that since her surgery she has been walking her dogs frequently and doing chores around the house in the hopes of returning to her baseline physical routine. She has not been lifting anything heavier than 5-10 ibs. Findings: normal vagina, normal appearing cervix, anteverted uterus measuring approximately 8 weeks' size, fallopian tubes with essure coils present bilaterally, no adhesions, normal liver edge, 1x1 cm mobile mass in the subcutaneous tissue just superior and right of midline (likely lipoma, left intact). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2022: nonobstructing 4mm left renal stone [haemoglobin] (dates unknown): 12.3 and 11.6 [haemoglobin] (dates unknown): 12.3 and 11.6 [pathology test] on (B)(6) 2022: specimens: uterus with bilateral fallopian tubes, cervix, uterus cervix: no pathologic changes - endometrium: proliferative pattern, two essure coils present - myometrium: leiomyomata - fallopian tubes: no pathologic changes. The endometrial cavity (3.1 x 3.0 cm) is lined with tan-pink endometrium (0.2 cm in thickness) and there are 2 silver metallic coiled medical devices (1.5 cm in cm in diameter) located in both cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 49-year-old female patient who had essure inserted for female sterilization. The patient's medical history included abdominal pain on (B)(6) 2022, bloating on (B)(6) 2022, right lower quadrant pain (pain began yesterday and is a dull cramping sensation localized in her ruq slightly alleviated by massaging or holding the area, and exacerbated by physical activity, pain is likely musculoskeletal and gas related. No concern for intraabdominal infection or bleeding or uti. Patient encouraged to take scheduled naproxen and tylenol, and norco only as necessary for breakthrough - patient can use heating pad and abdominal binder as necessary.) On (B)(6) 2022, shortness of breath (resolved after she went to ER and was given pain meds. CT -angio performed at osh ed, negative for pe.) On (B)(6) 2022, dysuria (was started on bactrim.) On (B)(6) 2022, cystoscopy on (B)(6) 2022, colposcopy on (B)(6) 2022, esophagogastroduodenoscopy on (B)(6) 2022, colonoscopy on (B)(6) 2020, vaginal delivery in 2013, foot operation in 1998, lasik eye surgery, varicose veins ligation and anemia. Denies any nausea or vomiting. Denies any vaginal discharge or bleeding, denies dysuria, denies fevers or chills. Allergies: adhesive rash ¿ stretchy bandage. Concomitant products included hydroxyzine for anxiety, promethazine for nausea and vomiting, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) for pelvic pain female as well as diclofenac sodium (voltaren arthritis pain), docusate calcium, famotidine, naproxen, omeprazole and simeticone (simethicone). In 2013, the patient had essure inserted. On (B)(6) 2022, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: echogenic tubular device extends from the right cornu into the endometrial cavity. Findings are concerning for essure device migration. Hyperechoic avascular material within the endocervical canal may represent proteinaceous material or blood products. Prominent periuterine vessels may be seen in pelvic congestion syndrome in the appropriate clinical setting. Physical exam not concerning for dvt. She reports that since her surgery she has been walking her dogs frequently and doing chores around the house in the hopes of returning to her baseline physical routine. She has not been lifting anything heavier than 5-10 ibs. Findings: normal vagina, normal appearing cervix, anteverted uterus measuring approximately 8 weeks' size, fallopian tubes with essure coils present bilaterally, no adhesions, normal liver edge, 1x1 cm mobile mass in the subcutaneous tissue just superior and right of midline (likely lipoma, left intact). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2022: nonobstructing 4mm left renal stone. Haemoglobin - on an unknown date: 11.6. Haemoglobin - on an unknown date: 12.3. Pathology test - on (B)(6) 2022: specimens: uterus with bilateral fallopian tubes, cervix, uterus. Cervix: no pathologic changes. - endometrium: proliferative pattern, two essure coils present. - myometrium: leiomyomata. - fallopian tubes: no pathologic changes. The endometrial cavity (3.1 x 3.0 cm) is lined with tan-pink endometrium (0.2 cm in thickness) and there are 2 silver metallic coiled medical devices (1.5 cm in cm in diameter) located in both cornua. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device migration') and pelvic pain ('chronic pelvic pain') in a 49-year-old female patient who had essure inserted for female sterilization. The patient's medical history included abdominal pain on (B)(6) 2022, bloating on (B)(6) 2022, right lower quadrant pain (pain began yesterday and is a dull cramping sensation localized in her ruq slightly alleviated by massaging or holding the area, and exacerbated by physical activity, pain is likely musculoskeletal and gas related. No concern for intraabdominal infection or bleeding or uti. Patient encouraged to take scheduled naproxen and tylenol, and norco only as necessary for breakthrough - patient can use heating pad and abdominal binder as necessary.) On (B)(6) 2022, shortness of breath (resolved after she went to ER and was given pain meds. CT -angio performed at osh ed, negative for pe.) On (B)(6) 2022, dysuria (was started on bactrim.) On (B)(6) 2022, cystoscopy on (B)(6) 2022, colposcopy on (B)(6) 2022, esophagogastroduodenoscopy on (B)(6) 2022, colonoscopy on (B)(6) 2020, vaginal delivery in 2013, foot operation in 1998, lasik eye surgery, varicose veins ligation, anemia, multi gravida, parity 5, human papillomavirus infection, painful urination, dizziness, hemorrhoids, swallowing painful, throat pain, varicose veins, ovarian cyst, amenorrhea and dyspareunia. Denies any nausea or vomiting. Denies any vaginal discharge or bleeding, denies dysuria, denies fevers or chills. Allergies: adhesive rash ¿ stretchy bandage. Concomitant products included hydroxyzine for anxiety, promethazine for nausea and vomiting, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) for pelvic pain female as well as diclofenac sodium (voltaren arthritis pain), docusate calcium, famotidine, naproxen, omeprazole and simeticone (simethicone). In 2013, the patient had essure inserted. On (B)(6) 2022, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils and robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: echogenic tubular device extends from the right cornu into the endometrial cavity. Findings are concerning for essure device migration. Hyperechoic avascular material within the endocervical canal may represent proteinaceous material or blood products. Prominent periuterine vessels may be seen in pelvic congestion syndrome in the appropriate clinical setting. Physical exam not concerning for dvt. She reports that since her surgery she has been walking her dogs frequently and doing chores around the house in the hopes of returning to her baseline physical routine. She has not been lifting anything heavier than 5-10 ibs. Findings: normal vagina, normal appearing cervix, anteverted uterus measuring approximately 8 weeks' size, fallopian tubes with essure coils present bilaterally, no adhesions, normal liver edge, 1x1 cm mobile mass in the subcutaneous tissue just superior and right of midline (likely lipoma, left intact) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2022: nonobstructing 4mm left renal stone. Haemoglobin - on an unknown date: 11.6. Haemoglobin - on an unknown date: 12.3. Hysterosalpingogram - on (B)(6) 2013: successful occlusion of both uterine tubes.. Pathology test - on (B)(6) 2022: specimens: uterus with bilateral fallopian tubes, cervix, uterus. Cervix: no pathologic changes - endometrium: proliferative pattern, two essure coils present - myometrium: leiomyomata - fallopian tubes: no pathologic changes. The endometrial cavity (3.1 x 3.0 cm) is lined with tan-pink endometrium (0.2 cm in thickness) and there are 2 silver metallic coiled medical devices (1.5 cm in cm in diameter) located in both cornua.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure device migration") and pelvic pain ("chronic pelvic pain") in a 49 year-old female patient who had essure inserted for female sterilization. The patient had a medical history of shortness of breath (resolved after she went to the emergency room and was given pain meds. CT -angio performed at (B)(6), negative for pe.), right lower quadrant pain (pain began yesterday and is a dull cramping sensation localized in her ruq slightly alleviated by massaging or holding the area, and exacerbated by physical activity, pain is likely musculoskeletal and gas related. No concern for intraabdominal infection or bleeding or uti. Patient encouraged to take scheduled naproxen and tylenol, and norco only as necessary for breakthrough patient can use heating pad and abdominal binder as necessary.), bloating and abdominal pain on (B)(6) 2022, dysuria (was started on bactrim.) On (B)(6) 2022, colposcopy and cystoscopy on (B)(6) 2022, esophagogastroduodenoscopy on (B)(6) 2022, colonoscopy in 2020, vaginal delivery in 2013, foot operation in 1998 and dyspareunia, amenorrhea, ovarian cyst, varicose veins, throat pain, swallowing painful, hemorrhoids, dizziness, painful urination, human papillomavirus infection, parity 5, multi gravida, anemia, varicose veins ligation and lasik eye surgery. Denies any nausea or vomiting. Denies any vaginal discharge or bleeding, denies dysuria, denies fevers or chills. Allergies: adhesive rash ¿ stretchy bandage. Concomitant products included voltaren arthritis pain (diclofenac sodium), hydroxyzine for anxiety, famotidine, omeprazole, promethazine for nausea and vomiting, naproxen, hydrocodone/acetaminophen (hydrocodone bitartrate;paracetamol) for pelvic pain, docusate calcium and simethicone (simeticone). In 2013, the patient had essure inserted. On (B)(6) 2022, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic-assisted vaginal hysterectomy, bilateral salpingectomy and robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, removal of essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and pelvic pain to be related to essure administration. The reporter commented: echogenic tubular device extends from the right cornu into the endometrial cavity. Findings are concerning for essure device migration. Hyperechoic avascular material within the endocervical canal may represent proteinaceous material or blood products. Prominent periuterine vessels may be seen in pelvic congestion syndrome in the appropriate clinical setting. Physical exam not concerning for dvt. She reports that since her surgery she has been walking her dogs frequently and doing chores around the house in the hopes of returning to her baseline physical routine. She has not been lifting anything heavier than 5-10 ibs. Findings: normal vagina, normal appearing cervix, anteverted uterus measuring approximately 8 weeks' size, fallopian tubes with essure coils present bilaterally, no adhesions, normal liver edge, 1x1 cm mobile mass in the subcutaneous tissue just superior and right of midline (likely lipoma, left intact). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2022: nonobstructing 4mm left renal stone [haemoglobin] (dates unknown): 12.3 and 11.6. [Haemoglobin] (dates unknown): 12.3 and 11.6. [Hysterosalpingogram] on (B)(6) 2013: successful occlusion of both uterine tubes. [Pathology test] on (B)(6) 2022: specimens: uterus with bilateral fallopian tubes, cervix, uterus. Cervix: no pathologic changes. Endometrium: proliferative pattern, two essure coils present. Myometrium: leiomyomata. Fallopian tubes: no pathologic changes. The endometrial cavity (3.1 x 3.0 cm) is lined with tan-pink endometrium (0.2 cm in thickness) and there are 2 silver metallic coiled medical devices (1.5 cm in cm in diameter) located in both cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: medical records received. Reporter information, patient medical history, event: essure device migration added. 12-jan-2023: processed with fup 3. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.